Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported broken handle issue was confirmed during inspections; however, the broken handle concern is still under investigation by the integrated supply chain to identify the root cause. External and internal inspection was performed on the suspect device, where it was that the pcu handle is broken, showing damage concentrated on the lower areas of the handle on the ends. External inspection also confirmed that the latch assembly showed signs of significant impact damage. Internal inspection revealed the date code on the front part of the handle as november 2024 (11/24), and the back part as december 2024 (12/24) all inspected parts were manufactured by bd. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion programmed by the suspect device on 23 october 2025. At 12:47 am a vancomycin infusion was programmed by remote IV message received with the following parameters: patient weight: 81.6 kg, drug amount: 2000 mg, diluent volume: 295 ml, rate: 147.5 ml/h, volume to be infused: 295 ml. The infusion started with a primary volume infused of 0 ml, then it was stopped at 2:57 am with a primary volume infused of 268.081 ml. The bd alaris¿ system with guardrails¿ suite mx user manual states the following cautions: ¿ if an instrument appears damaged, contact carefusion for authorization to return it for repair. ¿ should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse. The device was reported to have no patient involvement. Root cause: the root cause of the broken handle was unable to be determined. This issue was previously escalated to the bd integrated supply chain for further root cause analysis, that investigation is still on-going. Note that this report lists imdrf annex a0401, c07, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pcu had a broken handle. There was no patient involvement. The customer noted that their cleaning process has been performed in accordance to manufacturer specifications.